Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided information. It is unknown if our field service engineer has visited the customer for further investigation and there is no other information about how or if the issue has been resolved. H3 other text : 4119, 4114.

Event description:
Manufacturer's ref. #: (B)(4).